Manufacturer narrative:
Device passed the displacement. Device received with cracked case display window corner. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen had scratches and it was hard time reading the screen. The customer¿s blood glucose level was unknown. The device will be returned for the analysis.